Event description:
It was reported that the patient fell a few days prior to report, but thought the implantable neurostimulator (ins) was working afterward. It was noted that a return of tremor occurred one day prior to report. The caller reported their family member had a return of tremor. It was noted that the ins was on. The caller reported a loss of efficacy occurs which was unrelated to stimulation therapy. It was noted that a coupling problem was reported. The caller reported while recharging they would get six to eight black boxes, but then it would go to zero coupling bars and then fill back up again with black boxes. The issue had been noted in the last few days prior to report. No holster or secure device for recharging antenna had been used. Additional information was requested, but was not available at the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# v084511, implanted: (B)(6) 2008, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 7428, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator. Product ID: neu_ptm_prog, product type: programmer, patient. (B)(4).